Event description:
Client went to sit in wheelchair. She held onto seat, not handle (arm rest) and she "plopped" into chair. Her baby finger right hand was pinched in the casing that holds of rod of the seat. Client needed to be raised up to decrease the weight of the seat so that she could remove her finger. Paramedics took her to emergency room for finger laceration. Wheelchair from (B)(6), invacare (B)(4) 2008.